Manufacturer narrative:
There issue was identified prior to any patient involvement. Livanova USA inc manufactures the convenience pack. The incident occurred in wilmington, north carolina, united states of america. The involved device is not available for investigation. During follow up with the customer, photographic evidence showing the reported issue were provided by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available.

Event description:
Livanova inc has received a report that, during set up, it was discovered the yellow and white clamps were swapped. There issue was identified prior to any patient involvement.

Manufacturer narrative:
Livanova received a report stating that at setup the customer noted that the yellow and white clamps on cardioplegia lines were swapped. A clear picture of the swapped lines was provided by the customer confirming the issue. The DHR review highlighted that the complained lot was released conforming to product specifications. A review of the complaints database did not reveal other similar event related to same circuit catalogue item code. Based on the above, the most likely root cause of the reported misassembly was due to a manufacturing operator error during the assembly phase of this circuit. To prevent reoccurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report